Event description:
The customer reported that she went to remove the pod and noticed that the "site was really irritated and red." She stated that she had a "reaction to the pod, which caused an infection on the arm." As a result she was prescribed antibiotics, which were "not really working." The site has since grown worse and she is "now using an infection removal to draw the infection out of the site." The pod will not be returned for eval. Note: per an update received from the customer, there was "pus coming out of the insertion site." Additionally, she "is all healed now and is still using product."

Manufacturer narrative:
No product will be returned for eval - we are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. Note: although it was not specifically stated that the customer received medical attention for the skin condition, the fact that she was placed on antibiotics implies that a medical assessment had been performed. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. A review of lot qualification records was performed - no issues related to the adhesive pad were found and the lot passed the acceptance criteria.